Manufacturer narrative:
Results: damaged motion interrupt pan and damaged footboard modules.

Event description:
It was reported by service report that the motion interrupt pan was damaged, and that there were damaged footboard modules. No patient involvement or adverse consequences are reported.